Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 45 mg/dl, which was treated with food. Blood glucose level at the time of the call was not provided. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.